Event description:
File separated in mesial lingual canal of tooth #18. A follow-up appointment was scheduled to attempt removal using ultrasonics. In a conversation with the doctor it was discovered that the retrieval was not successful and the tooth was extracted.